Event description:
Patient is still experiencing the pain in the pocket area. Pain continues to happen whether the device is on/off. Pocket pain is worse at night. She said before bed she will often start to feel the pocket pain. She hasn't reported any falls. She is getting very good pain relief from the stimulator. She hasn't been seen since july. She is going to be scheduling a visit with her surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Patient called to report discomfort at the ins site. Pt stated that a couple days a go they began to feel pain in the pocket area when they would walk or press down on the area. While talking with the pt the rep had the pt replicate their pain while the device was on and also while the device was off. Pt stated that the pain with pressing on the device was worse while the device was on. Rep and pt changed the program from group a to group b (group b is on a different lead). The pain sensation was still there, more so with pressure on the device. Rep also had the pt decrease the intensity of stimulation, which helped slightly. Rep has an appointment tomorrow more to perform an impedance test on the battery. The pt stated that the device is working well for their normal pain, and that this new sensation started a couple days ago. Additional information was received from the rep. Pt was seen in clinic. The impedances and lead connections were tested and all impedances were within normal limits (under 1200). Palpation pain occurs when the stimulator is on and off and whether programmed on either lead. There are no outward signs of infection at this time and pt has no issues with recharging. The issue with the pocket discomfort started on (B)(6) 2025. The pt is getting very good pain relief from the stimulation, and their managing physician was informed of this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient met with the surgeon's nurse and they decided to give it more time to heal. No additional actions/interventions will be taken at this time. The rep stated that the patient is still having intermittent pain at the implantable neurostimulator (ins) site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.